Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. (B)(4). Update received: (B)(6) 2014 - added (B)(4) reference number, added side hip: left, added product type: asr xl, advised non depuy stem, added reason(s) for revision: raised metal ion levels. Alval / soft tissue reaction and added surgeon: prim. Univ.-prof. (B)(6). Asr revision, asr xl - left, reason(s) for revision: raised metal ion levels. Alval / soft tissue reaction. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem update (B)(6) 2017: additional information received from crawford, as per review of the new information there is no update to the com.